Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Products were not replaced. Note: manufacturer contacted customer in a follow-up call on 25-aug-2021 to ensure the customer¿s initial concern was resolved-- able to establish contact with customer. Nurse states the initial issue has been resolved and no further assistance is needed.

Event description:
Consumer reported complaint for error message (e-5) and hi blood glucose test results. Nurse is calling on behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Coordinator had initially spoken with customer and transferred customer's information to technician. When the facility was contacted, technician was informed that nurse was no longer concerned and "she figured it out." No further information was provided.

Manufacturer narrative:
Sections with additional information as of 01-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.